Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent failed to fully expand post deployment. The target lesion was located in the vein. A 75cm wallstent uni was selected for use however it was noted that the device was not able to fully expand post deployment. Another wallstent was implanted to treat the under expanded stent and the procedure was completed. There were no patient complications reported.